Manufacturer narrative:
Root cause not established. Device not returned by the customer - consumer failed to response to 3 attempts to retrieve the device. Device history record was investigated using the serial number and no product issues were noted.

Event description:
Consumer felt high discomfort when using the belt and noticed what he believes is an abdominal hernia.